Event description:
A physician reported a pt who was treated on 12/10/97. The needle came off the syringe during the procedure, and some of the collagen material subsequently leaked out. No medical or surgical intervention was prescribed. There was no injury to pt or office personnel. The pt's name was not recalled.